Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an upper gi endoscopy procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon would not inflate or deflate properly. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Medwatch reference number: 4400150000-2022-8056. (B)(4).